Event description:
It was reported ongoing intermittent occlusion alarms occurred. The customer's blood glucose level was displayed as "high"; a specific value was not provided and specific date is unknown. Elevated blood glucose was addressed with a manual dose injection. The customer changed supplies and resumed insulin therapy continuing to use the pump.